Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone for low blood glucose level. The customer¿s blood glucose level was 320 mg/dl at the time of incidence which was treated with pump, after lunch blood glucose was 385 mg/dl .customer reported that yesterday blood glucose was 40 mg/dl which was treated with coke. Customer reported that on morning blood glucose was 65 which was treated with coke. Customer offered troubleshoot for high blood glucose and low blood glucose. Customer reported that he over and under treated with meal. Customer advised to make sure to count carb correctly. The insulin pump will not be returned for analysis.